Event description:
It was reported that the customer was hospitalized three times and was treated by paramedics four times due to hypoglycemia. The reported blood glucose reading was 90 mg/dl at the time of the report. Troubleshooting was performed. The insulin pump was programmed and reading reservoir volume correctly. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.